Event description:
Evaluation summary: the stent was not present. Visual inspection of the device confirmed that there was no damage or abnormalities evident. There was no issue noted retracting and advancing the retractable sheath.

Manufacturer narrative:
Evaluation, results: (based on the information provided no root cause can be determined). (B)(4).

Manufacturer narrative:
Evaluation, results: related to operational context (most likely related to the use of the device during the procedure. Possibly difficult lesion morphology and landing zone may not have been optimum). Conclusion: operational context contributed to event(most likely related to the use of the device during the procedure. Possibly difficult lesion morphology and landing zone may not have been optimum).

Event description:
An attempt was made to use a complete se peripheral self-expanding stent (10 x 40mm) to treat a patient. The stent was inspected and prepped correctly with no issue noted. The stent was being released in the common iliac vein when it jumped forward off the catheter and ended up in the ivc. A balloon was immediately inflated and used to drag the complete se stent back. Another manufacturer stent was used to trap it against the wall so that it would not travel towards the heart. Another complete se stent (10 x 60) was used successfully to complete the case. Patient is fine and stable post procedure. No other clinical sequelae were reported.